Event description:
The device was returned for routine service with no problems specified. There was not reported harm. During the service evaluation, the repair technician discovered that the device was not dumping pressure as specified. The device was not in pt use and was reported to be alarming to specification. The dump valve was replaced to correct the problem.